Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two inappropriate shocks due to oversensing of atrial flutter. Technical services analyzed the case which confirmed oversensing of the f-wave. This oversensing was observed on all vectors. Additionally, it was noted that the patient has also an active pacemaker implanted. The patient was hospitalized after the second shock. Troubleshooting options and a potential system replacement were discussed. At this time, this system remains in service. No further adverse patient effects were reported. Additional information was received detailing that the patient received three inappropriate shocks since implantation. X-rays were performed which showed the electrode in a high position. The therapy of the patient was turned off and discussions of providing a new implantable cardioverter defibrillator (ICD) system were discussed. At this time, this system remains implanted.